Event description:
It was reported that the device burst. During the procedure, a 2.00 mm x 30.00 mm agent dcb was advanced, inflated once at 6 atm and burst. The procedure was completed with another agent dcb. No patient injury was reported.